Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The root cause is unknown. Preventative maintenance was completed on the device and passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed ¿cassette not latched.¿ the continuous infusion rate had been set at 2.3 ml/hr, with a total reservoir volume of 106 ml. No medication had been administered. The intended length of infusion had been 46 hours. The pump had been used to prime the extension tubing. There was patient involvement and there was no patient harm/adverse event.